Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charger displayed a blinking indicator and the ilet did not charge, leading to replacement of the charging pad and wall adapter after completion of standard charging troubleshooting, and the patient requested a new hard case; blood glucose was not impacted and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical intervention. Investigation included device history review not performed, telephone troubleshooting, and user education. Investigation of this case revealed that normal use with potential charger malfunction could not be resolved through troubleshooting. It was concluded that the event involved a suspected charger component failure with the ilet not charging, and replacement supplies were provided.